Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Patient (B)(6) was admitted to hospital on (B)(6) 2023 and treated on (B)(6) 2023 via elective surgery with a relay pro (device type 1 relay pro nbs) for an aortic aneurysm (fusiform). Percutaneous access was gained via right common femoral and left common femoral and there was no artery coverage. The principal investigator has confirmed that for this patient there has been a device deficiency on (B)(6) 2025. Please see the details below that the site have said - 'description of device deficiency: migration of the proximal stent part causing kinking'. 'There is an open-angle angulation observed in the distal thoracic aorta segment. Evidence of tevar migration/prolapse is present. Re-lining of the tevar graft is recommended.' The site have confirmed that the device deficiency was the cause of an adverse device effect. This ae was classed as serious as patient was hospitalized on (B)(6) 2025 and discharged on (B)(6) 2025. The event was related to the procedure, related to the device (main body device) and undetermined if related to pre-existing procedure. This was unanticipated, and surgical action was taken to treat the ae - tevar proximal extension. The device deficiency has led to a serious adverse device effect - progressive migration with stenosis and possible collapse. There is a device deficiency images available, which we will provide once available." Patient outcome: " patient recovered - resolved without sequalae. Ae end date confirmed as on (B)(6) 2025."